Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 225mg/dl at the time of the incident. The customer reported blank screen. The customer had a warning that the battery was getting low, and didn't change it. The customer put a new battery in and it won¿t come on. The customer reported that the display is currently blank. The customer reported that the contacts on the battery cap are missing. The customer already changed it out today and it was still having the same issue. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.